Manufacturer narrative:
Approximate age of device - 7 months. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired on (B)(6) 2018 due to sepsis and hemorrhagic stroke. The pump was not explanted. Additional information was requested but was not provided.

Manufacturer narrative:
Describe event or problem: the referenced hemolysis was reported under medwatch MFR# 2916596-2017-02472. The referenced infection with subsequent pump exchange was reported under medwatch MFR# 2916596-2017-02440. Manufacturer's investigation conclusion: the pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. The instructions for use list bleeding, stroke and sepsis as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: additional information was received from the vad coordinator. Subsequently the patient had pump hemolysis with recurrent pseudomonas infection and recurrent infection consistent with lvad pump endocarditis. The patient underwent full system lvad exchange on (B)(6) 2017, a few months later the patient was in the hospital with (B)(6) blood culture of (B)(6) with purulent drainage from the sternal incision and underwent incision and drainage with staged sternal rewiring and flap closure with plastic surgery. The patient was then found to have pseudomonas bacteremia, underwent removal of left knee hardware and placement of a spacer, and continued on antibiotic for both (B)(6) and pseudomonas. Repeat blood culture became (B)(6), sternal closure was done in (B)(6) 2017. The patient was admitted in (B)(6) 2018 for replacement of hardware in the knee; during that visit the patient had elevated temperature and blood culture became positive for pseudomonas, was started on antibiotic, and was discharged on IV antibiotic indefinitely with suppressive therapy with IV zosyn and by mouth doxycycline. The patient was seen in clinic (B)(6) 2018 and doing relatively well. On (B)(6) 2018, the patient was found down at home after the spouse returned from work. The last known normal exam was when the spouse left around 8 am that morning. The patient was intubated in the field due to inability to protect the airway, sent to the hospital and head a computed tomography showed a devastating intracranial hemorrhage with intraventricular extension and midline shift. Pupils were fixed and dilated with no corneal, gag or other brainstem reflexes in the emergency department. Neurosurgery was called to see the patient and also appreciate lack of brain stem activity. Discussions took place with the family and due to the poor prognosis of the patient, they decided to make him comfort care. Inr goal 2-3 . Labs on admit: inr 6.22 white blood cell count 32. The pump was not explanted.